Manufacturer narrative:
The complaint device has been discarded.  As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since the reported lot number doesn't correspond to a breast implant device, the manufacturing record evaluation is irrelevant. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of an undisclosed mentor saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated left breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 635cc (left-sided) and 685cc (right-sided) mentor memorygel boost breast implants on (B)(6) 2023. The date of implantation was not provided to mentor. The reported lot doesn't correspond to a breast implant device, but the information is being submitted regardless as this is the information that was provided to mentor. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On september 12, 2023, mentor was notified that the patient's ethnicity was not hispanic/latino. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 18, 2024, the mentor analysis lab received the suspect medical device for evaluation. With the returned device, the product identity was determined as the following: size: 375cc. Brand name: mentor smooth round moderate profile. Catalog: 3501660. Lot: 5769535. The device was not discarded. It was sent to pathology for gross examination which caused a delay in its return to mentor; however, the device was originally reported as discarded by the hcp. On march 20, 2024, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection and leak testing of the device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold extended from the anterior to the posterior view. Leak testing was performed, according to the mentor procedure, and it identified a tear within the crease/fold on the posterior view, measuring approximately 0.2 cm. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. A manufacturing record evaluation (mre) was performed for lot 5769535, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).